Event description:
The manufacturer received information that the trilogy ev300 ventilator was reported to have failed repair testing for active exhalation verification: pilot reading. There was no patient involvement, and no harm or injury reported. Trilogy ev300 ventilator required replacement of the 3-way solenoid and proportional valves to address the test failure issue. After replacement of these components, the device was re-tested and passed final testing.

Manufacturer narrative:
The reported failure of the trilogy ev300 active exhalation verification is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.